Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a myectomy procedure last week after which the qrs complex is wide. The smart pass feature was disabled, thought to have occurred when the patient was put on a bypass machine. Smart pass was then reenabled. The following day the patient experienced an elevated heart rate and oversensing of the wide qrs which resulted in 4 inappropriate shocks. It was determined the rhythm was supraventricular tachycardia (svt). All 3 vectors determined the amplitude was too small so reprogramming was performed again to include increasing the rate zone and extending smart charge to maximum. The physician stated they did not believe the patient would need a different device or procedure as their ejection fraction was now normal with the left bundle branch block. Additional information was received that the s-ICD was programmed off and remains in service. No additional adverse patient effects were reported. Additional information was received that the s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.